Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure coil embedded in right cornu'), dysmenorrhoea ('dysmenorrhea (cramping)'), uterine haemorrhage ('abnormal uterine bleeding') and genital haemorrhage ('abnormal bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. *urine pregnancy test negative. Concurrent conditions included migraine, iron deficiency anemia, vitamin d deficiency, smoker, cervix neoplasm, leiomyoma of uterus, unspecified and endocervical polyp. Concomitant products included cilest (ortho tricyclen), ferrous sulfate, fluticasone propionate (flonase), folic acid, mometasone furoate (flonase), naproxen sodium (aleve tablet), propranolol (propanolol), rizatriptan, vitamin d nos (vitamin d), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower stomach pain") and uterine pain ("uterus area pain") and was found to have blood count abnormal ("blood count low"). The patient was treated with ibuprofen, iron and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes, bilateral ureteral lighted stents). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine haemorrhage, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal distension, fatigue, migraine and blood count abnormal outcome was unknown and the dysmenorrhoea, abdominal pain lower and uterine pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain lower, blood count abnormal, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: both tubal ostia were identified, and the essure devices were opened. The essure device was inserted to the tube on the left. Easy placement was noted. The device coil was released. After ten seconds, counterclockwise traction released the stylette. Seven coils were noted from the left tube. In a similar fashion, the right tube was cannulated, the sheath was pulled over the device, the device was released, and after 10 seconds four coils were noted. According to medical records, the patient was desiring definitive therapy of her abnormal uterine bleeding and dysmenorrhea, therefore total laparoscopic hysterectomy with bilateral salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion / they said my tubes were blocked. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, abdominal distension, abdominal pain lower. Event added: uterine hemorrhage. Most recent follow-up information incorporated above includes: on 17-jul-2019: pfs received - new events migraines / headaches, blood count low were added. New reporter, concomitant and treatment drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure coil embedded in right cornu'), perforation ('perforation'), dysmenorrhoea ('dysmenorrhea (cramping)') and uterine haemorrhage ('abnormal uterine bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. *urine pregnancy test negative. Concurrent conditions included migraine, iron deficiency anemia, vitamin d deficiency, smoker, cervix neoplasm, leiomyoma of uterus, unspecified and endocervical polyp. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate, folic acid, mometasone furoate (flonase), naproxen sodium (aleve tablet), propranolol (propanolol), rizatriptan, vitamin d nos (vitamin d), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6)2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6)2015, the patient experienced migraine ("migraines / headaches"). In (B)(6)2016, the patient experienced abdominal distension ("bloating"). On (B)(6)2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("lower stomach pain") and uterine pain ("uterus area pain") and was found to have blood count abnormal ("blood count low"). The patient was treated with ibuprofen, iron and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full),salpingectomy (bilateral),bilateral ureteral lighted stents). Essure was removed on (B)(6)2017. At the time of the report, the embedded device, perforation, uterine haemorrhage, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal distension, fatigue, migraine and blood count abnormal outcome was unknown and the dysmenorrhoea, abdominal pain lower and uterine pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain lower, blood count abnormal, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, perforation, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: both tubal ostia were identified, and the essure devices were opened. The essure device was inserted to the tube on the left. Easy placement was noted. The device coil was released. After ten seconds, counterclockwise traction released the stylette. Seven coils were noted from the left tube. In a similar fashion, the right tube was cannulated, the sheath was pulled over the device, the device was released, and after 10 seconds four coils were noted. According to medical records, the patient was desiring definitive therapy of her abnormal uterine bleeding and dysmenorrhea, therefore total laparoscopic hysterectomy with bilateral salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2009: total bilateral occlusion / they said my tubes were blocked. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, abdominal distension, abdominal pain lower. Event added: uterine hemorrhage. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. Event "perforation" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure device location of device: essure coil embedded in right cornu"), dysmenorrhoea ("dysmenorrhea (cramping)"), uterine haemorrhage ("abnormal uterine bleeding") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included grand multiparity. Concurrent conditions included migraine, iron deficiency anemia, vitamin d deficiency, smoker, cervix neoplasm, leiomyoma of uterus, unspecified and endocervical polyp. Concomitant products included cilest (ortho tricyclen), "cholecalciferol" (vitamin d), fluticasone propionate (flonase) and folic acid. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating"), fatigue ("fatigue"), abdominal pain lower ("lower stomach pain") and uterine pain ("uterus area pain"). The patient was treated with iron, surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine haemorrhage, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal distension and fatigue outcome was unknown and the dysmenorrhoea, abdominal pain lower and uterine pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain lower, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic pain, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: both tubal ostia were identified, and the essure devices were opened. The essure device was inserted to the tube on the left. Easy placement was noted. The device coil was released. After ten seconds, counterclockwise traction released the stylette. Seven coils were noted from the left tube. In a similar fashion, the right tube was cannulated, the sheath was pulled over the device, the device was released, and after 10 seconds four coils were noted. According to medical records, the patient was desiring definitive therapy of her abnormal uterine bleeding and dysmenorrhea, therefore total laparoscopic hysterectomy with bilateral salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Urine pregnancy test negative. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, abdominal distension, abdominal pain lower. Event added: uterine hemorrhage. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migration of essure device location of device: essure coil embedded in right cornu, dysmenorrhea (cramping), bloating, fatigue, lower stomach pain, uterus area pain were added. New reporter, patient information, treatment and concomitant medication, lab data, concomitant and historical condition were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure device location of device: essure coil embedded in right cornu'), perforation ('perforation'), dysmenorrhoea ('dysmenorrhea (cramping)') and uterine haemorrhage ('abnormal uterine bleeding') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity. *urine pregnancy test negative. Concurrent conditions included migraine, iron deficiency anemia, vitamin d deficiency, smoker, cervix neoplasm, leiomyoma of uterus, unspecified and endocervical polyp. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate, folic acid, mometasone furoate (flonase), naproxen sodium (aleve tablet), propranolol (propanolol), rizatriptan, vitamin d nos (vitamin d), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 8 years 9 months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("lower stomach pain") and uterine pain ("uterus area pain") and was found to have blood count abnormal ("blood count low"). The patient was treated with ibuprofen, iron and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full),salpingectomy (bilateral),bilateral ureteral lighted stents). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, perforation, uterine haemorrhage, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal distension, fatigue, migraine and blood count abnormal outcome was unknown and the dysmenorrhoea, abdominal pain lower and uterine pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain lower, blood count abnormal, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, perforation, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: both tubal ostia were identified, and the essure devices were opened. The essure device was inserted to the tube on the left. Easy placement was noted. The device coil was released. After ten seconds, counterclockwise traction released the stylette. Seven coils were noted from the left tube. In a similar fashion, the right tube was cannulated, the sheath was pulled over the device, the device was released, and after 10 seconds four coils were noted. According to medical records, the patient was desiring definitive therapy of her abnormal uterine bleeding and dysmenorrhea, therefore total laparoscopic hysterectomy with bilateral salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion / they said my tubes were blocked. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, abdominal distension, abdominal pain lower. Event added: uterine hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('migration of essure device location of device: essure coil embedded in right cornu'), perforation ('perforation'), dysmenorrhoea ('dysmenorrhea (cramping)') and uterine haemorrhage ('abnormal uterine bleeding'). In a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: grand multiparity. Urine pregnancy test negative. Concurrent conditions included: migraine, iron deficiency anemia, vitamin d deficiency, smoker, cervix neoplasm, leiomyoma of uterus, unspecified and endocervical polyp. Concomitant products included: ethinylestradiol;norgestimate (ortho tri-cyclen), ferrous sulfate, folic acid, mometasone furoate (flonase), naproxen sodium (aleve tablet), propranolol (propanolol), rizatriptan, vitamin d nos (vitamin d), vitamin d nos (vitamin d) and vitamins nos (multivitamins). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating"). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required), (B)(6) years (B)(6) months after insertion of essure. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), abdominal pain lower ("lower stomach pain") and uterine pain ("uterus area pain"). And was found to have blood count abnormal ("blood count low"). The patient was treated with ibuprofen, iron and surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full), salpingectomy (bilateral), bilateral ureteral lighted stents). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, perforation, uterine haemorrhage, genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, abdominal distension, fatigue, migraine and blood count abnormal outcome was unknown. And the dysmenorrhoea, abdominal pain lower and uterine pain had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal distension, abdominal pain lower, blood count abnormal, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, perforation, uterine pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: both tubal ostia were identified, and the essure devices were opened. The essure device was inserted to the tube on the left. Easy placement was noted. The device coil was released. After ten seconds, counterclockwise traction released the stylette. Seven coils were noted, from the left tube. In a similar fashion, the right tube was cannulated, the sheath was pulled over the device, the device was released, and after 10 seconds four coils were noted. According to medical records: the patient was desiring definitive therapy of her abnormal uterine bleeding and dysmenorrhea. Therefore, total laparoscopic hysterectomy with bilateral salpingectomy was performed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009, total bilateral occlusion. They said my tubes were blocked. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, vaginal haemorrhage, fatigue, abdominal distension, abdominal pain lower. Event added: uterine hemorrhage. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage and pelvic pain outcome was unknown. The reporter considered device dislocation, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.